Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed and impedance measurements varied with arm movement. The physician opened the pocket the next day and found that the setscrew was loose. The patient had pocket edema and blood was found in the header of the ICD. The setscrew was tightened and the system remains implanted.